Manufacturer narrative:
The investigation into the stroke/cerebral vascular accident (cva) has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the patient computed tomography (CT) scan confirmed the patient had an embolic stroke and it was unknown if it was related to thrombus or the impella. Data logs were reviewed, and no motor current spike was observed relative to the event. The cause of the stroke issue was most likely patient condition related and unknown relation with insufficient clinical/log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male undergoing ventricular tachycardia ablation required the impella 5.5 for circulatory support. A CT scan showed both new and old cerebrovascular accidents. It is undetermined if this was related to a thrombus or the impella. Patient had been critically ill on impella 5.5 and ECMO support for weeks and not improving. Pt was made dnr and family eventually planned to withdraw care.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02360 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.